Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the right ventricular was found to have externalized conductors. The lead exhibited decrease in r wave and noise reversion episodes via merlin.net. On (B)(6) 2017, during a device upgrade procedure, the lead was capped replaced. The patient was in stable condition prior, during, and post operation.